Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was surgically explanted for an unspecified reason. This explanted device has been returned for analysis. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).